Event description:
It is reported that the patient was revised due to infection. Following a right knee replacement, the patient developed infection-like symptoms. The patient underwent arthroscopic irrigation and debridement. The patient was then treated with IV antibiotics. A PICC with ultrasound and fluoroscopy was also performed.

Manufacturer narrative:
Evaluation summary: neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.